Event description:
It was reported that during an unknown procedure, there was a rupture of the device in distal proximity with consequent loss of a piece in the abdomen, that was not retrieved.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "what was the procedure? Does the surgeon believe the loss piece remains in the patient? What is the approximate size and shape of the piece? In what anatomical location was the device when the breakage occurred? What action was being performed when the trocar broke? Was there excessive torquing of the instrument at the time of the breakage? What steps were taken to locate the broken piece? Are there any plans to remove the broken piece? If not, please explain does the account use reprocessed trocars or does the account reprocess the trocars in house at the account? Was there any change to the procedure or post op care of patient as result of trocar breakage? If so, please explain. What is the current patient status? Any photo or video of procedure available? Will product be returned?" A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/16/2023. D4: batch # unknown. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cb12lt device was received with the tip of the sleeve broken. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.